Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial# : (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins pocket was loose and there was battery movement. The ins needed to be revised surgically to better secure it. The device was interrogated and reprogrammed. Medications were administered. The outcome was recovering/resolving. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. Method and results codes were updated due to imdrf harmonization. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the neurostimulator migrated. The event was resolved as of (B)(6) 2018.